Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker device had hematoma. The patient was hospitalized and underwent a hematoma evacuation. During procedure, the right ventricular (rv) lead was noted to have insulation damage and the lead body was integrated with blood. Moreover, this device remains in service and the rv lead was explanted. The patient was given intravenous antibiotics. No additional adverse patient effects were reported.